Manufacturer narrative:
Device passed rewind test, self-test, a21 error test and displacement test. No unexpected e39 alarm, a21 alarm, reset time or date anomaly or rewind anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had multiple error alarms. Customer's blood glucose level was 5.4 mmol/l at the time of incident. Customer stated that they were able to clear the alarm but were unable to rewind the insulin pump. The insulin pump will not be returned for analysis.